Manufacturer narrative:
Pt info: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) from a preloaded product was implanted and explanted. It was learned that the event occurred during the same procedure. Iol was removed due to haptic may have been damaged when the lens was advanced in the cartridge. Did not fold the way it usually does. The doctor did not like the look of the front haptic when the lens started coming out. The incision was enlarged slightly for the cartridge size. The back up iol of the same model and diopter size was implanted instead. The suspect product is unavailable for return. No visual issues. There was no patient post-op injury. No other information was available.